Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, user tried to pull meds but was not showing meds under patient profile. Affected multiple station for both new and old orders. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, user tried to pull meds but was not showing meds under patient profile. Affected multiple station for both new and old orders. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, a technical support specialist connected to the prime healthcare server environment to check the healthsight viewer and ran site down queries to assess the health of the server environment and message processing. No delays or messaging buildup were observed at that time. Tss spoke with the pharmacy and informed them that tss was not seeing any current delays, while acknowledging that an issue may have occurred when the ticket was first opened. The pharmacy planned to reach out to the ER department the unit experiencing the most issues to verify whether the patient profiles were now available. If confirmed, they would remove the stations from critical override. The system functioned as intended.